Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure to treat a 65-millimeter aneurysm in the abdominal aorta, the stent graft etlw1613c93ee endurant ii limb experienced a malfunction where the stent trigger was difficult to deploy and the stent was difficult to open. The stent was replaced with another etlw161393 to complete the surgery. The event was resolved by replacing the stent, and the product was withdrawn.

Manufacturer narrative:
Product analysis #(B)(4): the external slider was in the home position on receipt of the device. Stent graft had already been deployed prior to receipt of the device. The device was inspected as received, there was no stretching or yielding observed along the length of the graft cover. There was a slight kink on the inner member and a slight kink on the graft cover near the strain relief. There was no stent graft received with the device. The stent graft may have been deployed on the bench once removed from the patient. The trigger, when attempted to be pulled back was stuck and could not disengage the tabs from the screw gear. Note: there were no images taken during the analysis of this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was noted that when the trigger was used during the procedure it was difficult to pull. No damage was observed to the delivery system prior to insertion into the patient. The deployment steps were followed per the IFU. No manual deployment was attempted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.